Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. It was reported the patient had a history of atrial fibrillation. During procedure, the patient experienced complete atrioventricular block immediately after valve crossing and before valve deployment. It was reported a leadless pacemaker was implanted in the patient. The procedure continued without issue. The final implant depth of the valve could not be confirmed. The patient status was reported as stable.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that that the patient had a history of atrial fibrillation. It was unknown what is the final implant depth of the valve and calcification extending beneath aortic annular plane in the interventricular septum was not reported. The cause of the reported incident could not be conclusively determined.